Event description:
It was reported through remote transmission that noise was observed on a lead pace/sense vector, due to non-sustained rv oversensing. Isometric testing was recommended for reproducible lead noise, and then possibly performs programming changes. Lead noise was not reproduced and sensing was normal, therefore no programming changes were made. Patient will continue to be monitored with routine follow-up by the physician.